Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the facility is issues with the introducers are "shredding" making them difficult to use. No other information provided.